Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during the hip scope procedure, the top of the microfx ocd universal drill (disposable) snapped off in the patient. The part was removed using graspers, no additional x-rays required to locate the piece. The case was finished successfully but was 25 minutes longer.